Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing 'constant improper shut down' was not reproduced. A review of the event history log identified multiple presence of 'improper shutdown!' Events can be the result of the user removing all power from the pump without first powering off the pump using the off key or 'improper shutdown!' Events can be the result of the pump powering off without user input due to a device malfunction, however the ehl only cannot determine the cause of the 'improper shutdown!' Events and therefore cannot confirm the device powered off without user input. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a constant improper shutdown. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.